Event description:
It was reported the pump was turned up 25% in (B)(6) 2013, and the patient thought it was a bit much. The patient had been nauseous for the last couple months, but she had been able to function, was eating, and did not have pain. The patient thought it was just too much and it really was a lot.

Event description:
Additional information was received. It was reported that the patient had received assistance from her doctor of medtronic representative and her concerns were resolved. It was indicated that there had been an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).